Event description:
A malfunction alarm, identified as malf 0, was reported, and this prevented the reset of the malfunction code. There was no adverse impact to the customer's blood glucose level. As a corrective action, the customer was instructed to use multiple daily injections (mdi) as backup therapy and return the faulty pump to tandem using a pre-paid label. Technical support confirmed the shipping address and agreed to replace the pump.